Event description:
My periods were mia !!! My uterus was full of adenomyosis , bloated , gain 50 something pounds , swelling , bad head aches , shrap pains on my right side ! Could not pick up anything with pain ! And a hysterectomy.

Event description:
(B)(4). I was left with autoimmune problems . Raynaud's and fibromyalgia .